Manufacturer narrative:
One used ambulatory pump was received for evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and no evidence of the reported issue was recorded. Functional testing to detect for delivery accuracy found delivery to be within specification. The reported issue could not be duplicated, and the complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd prizm vip pump would not pass flow rate ( +7.5). No patient adverse events resulted.